Event description:
Anchor was inserted into the bone after being repositioned on the driver. When the driver was removed, t-bar was found to be free-floating in the joint. The surgeon removed the suture from the anchor. The suture and t-bar were removed from the joint and discarded. The anchor remains imbedded in the pt's humerus. The surgeon was not concerned with having to leave a dormant anchor in the pt. An add'l anchor was used to complete the procedure. No pt injury or complications were reported.